Event description:
I had cataract removal surgery in both eyes and received b&l akreos intraocular lens implants. First surgery was (B)(6) 2018 for the left eye. Right eye on (B)(6) 2018. After the 2nd surgery, I realized that my perception of certain colors had changed. All shades of grey and black now appear lavender to plum and people's face appear yellow or jaundiced. Vision / color perception changes after intraocular lens (cataract) surgery.